Manufacturer narrative:
Analysis, testing, and visual inspection were performed on reservoir. Units o-rings were intact and in the correct places. Reservoir passed all tests, and had no leaks.

Event description:
Customer reported reservoir leaking at 2nd o-ring. Troubleshooting was performed, reservoir returned for analysis.